Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect pcba (printed circuit board assembly) main board for evaluation. The pcba was installed to a known good unit and powered up in service mode. The representative viewed the event error log and found the reported problem, multiple xdct fault occurred (transducer fault occurred) events. The failure analysis lab was able to duplicate the reported issue after performing pressure transducer calibrations. The representative isolated the root-cause to pt 802 that has failed on 0 cmh20 pressure transducer calibrations. This would cause the unit to fault as a disconnected circuit. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr (transducer) fault. The customer reported running calibration tests, but the issue was not resolved. There is no report of patient involvement associated with the event.